Manufacturer narrative:
Device passed displacement test and self test. All the buttons functioned properly and no stuck button error alarm or moisture damage on keypad traces noted. Keypad connector was fully locked.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was getting stuck button alarm. Customer stated that they were not able to clear the alarm. Customer stated they did not press a button down for 3 minutes or longer. The customer declined troubleshooting for blank display. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.